Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the nozzle was clogging. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. It was additionally reported that the clogging was found before gastrointestinal endoscopy, and the doctor would check the endoscope status (including a/w supply condition) before the examination. The device did not perform the next operation when the nozzle was clogged by foreign material. Since the foreign material in the nozzle was not removed, it was unclear what the foreign material was, but the customer reported that it was substance in the gastrointestinal tract. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Nonconformities of the subject device which might have affected the reported event was not confirmed from the inspection result by local service department. According to the information from the user, the foreign material was seemingly originated from a patient. Performance of reprocessing would be secured by normal usage. Therefore, omsc presumed the following causes. * reprocessing conducted by the user was deviated from IFU. * staff at the user facility were insufficiently trained on device handling or reprocessing in accordance with IFU. The exact cause of the reported event could not be conclusively determined.